Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation of percutaneous coronary intervention, stent damage and catheter tip break occurred. A 38mm x 3.00mm ion stent was selected and was removed from the hoop to treat the proximal right coronary artery yet it was noted that the tip of the catheter with the stent on it was stretched. The physician was trying to pull the stylet out from the catheter balloon tip to load the device into the guide wire however, the stylet could not be removed. As the stylet was finally pulled out, the catheter tip was pulled apart from the stent delivery system and the stent strut was damaged. The procedure was completed with another 38mm x 3.00mm ion stent. No patient complications were reported and patient¿s status was fine.